Event description:
The recipient reportedly developed a hematoma over the implant site. On (B)(6) 2014, the recipient underwent surgery to drain the hematoma. In addition, it was also reported that the recipient's electrode array migrated out of the cochlea. Surgery was performed on (B)(6) 2014 to reinsert the electrode.